Manufacturer narrative:
The unit passed displacement test; it failed sleep current measurement and active current measurement tests. After further review of the unit¿s interior, there is corrosion and rust at the bottom of the battery compartment, and the battery board underneath the battery compartment is corroded as well. After swapping the boards out into another known good case, both current measurements measured within specifications. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. (B)(4).

Event description:
The information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they received low battery alert prior to the replace battery alert. Customer stated that this was the second occurrence of replace battery alert after a low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.